Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer tested with another binaxnow covid-19 ag self test on (B)(6) 2024, which returned a negative result. After the two tests, the consumer took a pcr test (brand unknown) at a drug store on (B)(6) 2024, which returned a negative result. The consumer noted having symptoms of runny nose and sneezing. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: date of reportable event is 10/1/2024. B5: clarified event details and added date of pcr test. H4 - device mfg date: date change to 7/20/2024. H6: health effect - impact code changed from f26 to f24. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2024 the consumer tested with another binaxnow covid-19 ag self test on (B)(6) 2024, which returned a negative result. After the two tests, the customer took a pcr test (brand unknown) at a drug store, which returned a negative result. The customer noted having symptoms of runny nose and sneezing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 881965 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 881965a and device part number 195-430wjr / lot 881965a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 881965 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer tested with another binaxnow covid-19 ag self test on 30 sep 2024, which returned a negative result. After the two tests, the consumer took a pcr test (brand unknown) at a drug store on (B)(6) 2024, which returned a negative result. The consumer noted having symptoms of runny nose and sneezing. Although requested, no additional information, including treatment and outcome, was provided.